Manufacturer narrative:
It was reported that the trial neck broke when the surgeon dislocated the hip during surgery. There was no adverse harm to the patient as a result of this incident and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the trial neck broke when the surgeon dislocated the hip during surgery. There was no adverse harm to the patient as a result of this incident and the surgery was completed successfully.